Event description:
It was reported that the procedure was to treat a lesion in the proximal circumflex with moderate tortuosity. After pre-dilatation, the xience v stent delivery system (sds) was advanced, but was unable to cross and was removed. The xience v sds was advanced a second time with the aid of a microcatheter, but was still unable to cross. During removal of the sds, resistance was noted with a microcatheter, which required the system to be removed as a single unit. Upon withdrawal, the xience v stent was noted as having flared proximal stent struts. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to: patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The stent delivery system (sds) was not returned to abbott vascular for analysis and may have assisted in the investigation. It was reported that the lesion was moderately tortuous which likely contributed to the reported failure to cross. It was also reported that the sds was removed from the patient and was re-inserted for a second attempt. It should be noted that the instruction for use (IFU) states that an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or / and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. The stent damage was not identified during re-insertion and was not noted until the devices were removed as a single unit. Additionally, the location of the stent damage was reported to be located at the proximal end of the stent, which is consistent with damage that would occur from interaction with the distal tip of the catheter during removal. It appears that the damage to the stent resulted from interaction with the distal end of the micro catheter during removal of the sds and subsequently contributed to the reported difficulties during removal. Therefore, it does not appear that the IFU deviation contributed to the stent damage or removal difficulties. A review of the finished product lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. The reported failure to cross, stent damage and difficulty to remove appear to be related to the procedure circumstances and there are no indications of a product quality deficiency.